Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 402 mg/dl. Customer has not treated yet. The customer performed a self-test on the insulin pump and it passed. Customer is able to perform the displacement test and the test passed. Customer was advised to monitor insulin pump.